Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.

Event description:
It was reported that during a sternotomy surgery, the tip of the blade broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The reported event, for blade breakage, was not confirmed as the blade was not returned for evaluation. Without the blade, the root cause cannot be determined. Device not available for return.

Event description:
It was reported that during a sternotomy surgery, the tip of the blade broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.